Manufacturer narrative:
Result: hydraulic dampner.

Event description:
It was reported by service report that the bed was leaking hydraulic fluid onto the floor. No pt involvement or adverse consequences are reported.